Event description:
It was reported to philips that the system was unable to fully boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed that reported problem. Fse found no bios screen on the monitor and noted the host pc had lights while the drive bay did not. Diagnostics confirmed power to both devices. Fse restored power to the host pc using the rear power switch and reconnected the network cables. After recycling power, the system booted successfully. To resolve the issue, fse replaced miu and host pc. After recycled power to host pc and re seated all network communication cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome